Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. .

Event description:
It was reported that during a da vinci assisted radical cystectomy with ileal conduit surgical procedure, the sureform 60 stapler instrument did not perform as expected. The customer explained that the first reload worked but during the use of the second reload, a warning message of "could not unclamp" appeared on the screen. An intuitive surgical inc., (isi) technical support engineer (tse) could not check the error logs for the day as they were not uploaded yet. The customer explained to the tse that only one surgeon used this particular stapler instrument. The tse inquired if the stapler instruments were having the same batch number, but it was not the case. The procedure was completed with no reported injury.

Manufacturer narrative:
The universal surgical manipulator (usm) was tested on an in-house system in normal mode where the sureform 60 instrument would not work due to the carriage. The usm was also tested on the patient fixture test platform with sticky presence pins. The presence pins will be replaced.

Event description:
Refer to h11 for follow-up information.